Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was an elective replacement indicator (eri) icon. There was no allegation or dissatisfaction with implantable neurostimulator (ins) longevity. The patient had a sudden return of symptoms. He used the patient programmer (pp) to increase and felt stimulation, but then stopped feeling stimulation after pp use. This occurred on (B)(6) 2016. The found used the pp to connect to the ins and found stimulation off. The patient turned stimulation on and began feeling stimulation again. It did not appear the symptoms were related to the low battery, but actually to the patient accidentally turning the ins off. The patient initially blamed some new medicine but then stated a couple days later the loss of therapy continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.